Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient had the stomach flu on (B)(6) 2016 and was ill. Throughout that period, to the next day, patient's parent checked for ketones and could not get them to lower. Also bg (blood glucose) level reached 325 mg/dl. Patient was taken to ER (emergency room) on (B)(6) 2016 and diagnosed with dka (diabetic ketoacidosis). The pod was deactivated and he was treated with saline solution, saline-insulin drip, potassium fluoride-saline drip. The patient was released with new pod activated.